Event description:
The customer reported that the system would freeze during the boot up process then abort repeatedly. No patient injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided.